Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a pocket infection. Pus was observed in the pocket and sent for the culture test. The culture test indicated staphylococcus infection. The infection was also found on the right atrial lead and the right ventricular lead. The device and the leads were explanted. The patient was treated with antibiotics and recovering at the hospital.